Manufacturer narrative:
Reported event was unable to be confirmed. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. The information provided indicates the device remained implanted for approximately 21 years. Based upon this information, the most likely root cause of the event is normal wear during the life of the device.

Event description:
It was reported that the patient was revised approximately twenty one years post-implantation due to liner wear. No additional information provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent urinary tract infection, vaginal discharge, nocturia, urgency, urinary frequency, and dysuria.

Manufacturer narrative:
(B)(4). It is unknown if the device will be returned for analysis, as the revision has not yet occurred; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6) concomitant products: 00653205600 acetabular cup 32idx56od.

Event description:
Patient has been indicated for revision due to wear of the polyethylene liner; however, no revision has been reported to date.

Manufacturer narrative:
DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.